Event description:
Auto logic - noisy pump. The brand new pump was installed at the pt home on (B)(6) 2013. The pt pressure ulcer have worsened since. When our consultant performed the hand test together with the nurse the pt was touching the bottom. The technician will examine the device. The facility stated that the pump did not give any low pressure alarm (unconfirmed). We have tested the alarm and it works. The technician tested the pump and it worked fine (8l of flow - 25 mmhg). Afterwards it was tested on the mattress with a body-weight for over an hour and it worked fine (positive hand test). The compressor (s/n: (B)(4)) have been replaced with a new one (s/n: (B)(4)) because of the noise. After service we have made a test with a person (same weight as the pt) to reconstruct the incident. When the headboard of the bed is lifted, the hand test is questionable. We will try this test with another system. The involved pt borrowed a system on ((B)(6) 2013), and the hand test on this system was positive when the sales consultant left. Please refer MFR report # (B)(4).